Manufacturer narrative:
Investigation summary - bd received four (4) photos one (1) video for investigation. After reviewing and analyzing the customer photos and video, fibrin was observed in the third tube in the video. Additionally, (B)(4) retained samples underwent a visual inspection for additive defects, and all passed the inspection. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, 2 tubes presented fibrin filaments resulting in an inability to aspirate. No adverse event or patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6)hospital there were multiple 510k numbers reported to be involved. The information is as follows: g.4 PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, 2 tubes presented fibrin filaments resulting in an inability to aspirate. No adverse event or patient impact reported.